Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a spinal surgery, the patient received inappropriate shocks and inappropriate atp therapy. Review of the stored electrograms confirmed the presence of noise from what appeared to be the electrosurgical unit. The device remains implanted. The patient was discharged in good condition.